Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and it passed. The device passed self-test and displacement test. No external ram crc error alarms noted during testing. The device alarmed unexpected restart after battery installation due to broken solder joint at connector on the interface board. The device had cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratched display window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed multiple error alarms, including a motor error alarm. The customer stated that the alarms kept occurring twice a day, and every time there was a motor error, another error alarm followed. The time of the insulin pump had been reset. The alarms were confirmed in the alarm history of the insulin pump. The customer's blood glucose was unknown. The customer does not use the sensor feature. They were able to complete the rewind sequence. The discontinuation of the device was advised. Nothing further was reported.